Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A malfunction MDR is being reported as this case involves an issue with memory overwrite. The initial complaint was due to an err4 and when the meter was returned and evaluated it was discovered that the meter exhibits the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.